Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 153mg/dl. A system check was performed and the pump performed as intended. During a follow-up, it was reported no additional occlusions alarms occurred after the system check was performed.